Event description:
Customer reported an issue with the wake button on the pump not working. There was no information on the blood glucose value, and no adverse impact to the customer¿s blood glucose level was reported. The pump is no longer under warranty. Additional information was not provided